Event description:
Customer reported the advantage system gave a blood glucose result of 236 mg/dl at a time when she was symptomatic of hypoglycemia. Customer required treatment by layperson, was treated with orange juice based upon symptoms. Husband called ambulance. Ambulance meter result 15 minutes later was 57 mg/dl. No treatment by ambulance reported. A request was made for the return of the system and a replacement was sent.